Event description:
Medtronic received information that during use of this custom tubing pack a leak was observed from the tubing at the connection. The customer stated that there was a zip tie but no adhesive at the site. The customer continued to use the pack after observing the leak. They clamped to control the leak. There were no adverse patient effects associated with the event. Additional information: the amount of blood lost due to the leak was asked but is unknown. No blood transfusion was required due to the leak. There was no damage to the tubing observed, just bonding did not bond and the zip tie was loose. There was no visible air in the system/tubing. The exact location of the leak in the custom tubing pack specification was line 5.

Manufacturer narrative:
Conclusion: complaint was confirmed per pictures provided by the customer. After evaluation it was not possible to determine the root cause of this complaint. However, it was identified this defect could possibly be attributed a defect on the connection from the tubing to the connector. Notification was performed to the personnel for them to be aware of this defect and prevent additional recurrence. The current manufacturing process and equipment parameters were reviewed, and it was identified all controls are in place to prevent this non-conformance during sealing and handling. There were no adverse patient effects as a result of this incidence. Medtronic will continue to monitor for future occurrences and trends. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.